Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, dust inside the device was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center picture was blacked out; however, image was restored immediately. The event occurred during preparation for use and the same device was used to compete the operation. The issue reoccurred after the procedure and the device was removed from the operating room. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a test was conducted using the returned cv-170 but the phenomenon was not confirmed. However, the video connector socket lock was confirmed to be defective. It was also confirmed that dust had accumulated inside the housing. Olympus will continue to monitor field performance for this device.